Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/13/2024, a clindex notification was received indicating that a patient had post-injection worsening of right knee pain. The patient experienced swelling and weakness. The patient reported that the knee buckling and that it gave out while walking; however, did not fall. The injection start date was on (B)(6) 2024, and it ended on (B)(6) 2024.

Manufacturer narrative:
Additional information: based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.